Event description:
It was reported that intermittent malfunction alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to reset the pump, but the malfunction recurred within a few hours. Due to the recurrence of the issue, technical support arranged to replace the pump. The customer was informed of the necessary steps for storage and return of the faulty pump, which were acknowledged, and a replacement pump was sent. Reportedly, the customer reverted to an alternate method of insulin therapy.